Event description:
It was reported that, after a bhr construct had been implanted in a right hip arthroplasty, the patient presented chronic and severe persistent pain, toxic elevated chromium and cobalt levels, metallosis, and adverse local tissue reaction. A revision surgery was performed to treat the adverse event. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. In conclusion, the clinical information provided, of the elevated metal ion levels, the pseudotumor and the adverse local tissue reactions, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.